Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: during use, the balloon got broken. Using new one, the case was continued; however, the same incident occurred again. Both incidents occurred after about 30 minutes use. Anything such as forceps and others did not touch the balloon. Operating time not extended. A rubber part of the balloon fell into the cavity but it could be retrieved from patient. New one was opened to complete the case with no problem. No patient harm. No tissue damage. Pieces fell into cavity and could be retrieved. No bleeding. Confirmed that the clinical sample is being returned for investigations. It is unk when it is being returned to the investigator of MFR. No adverse event caused by extension of or time was reported.